Event description:
Rn reports while troubleshooting through alarm situation with pt, she noted last supply bag line of homechoice set tubing was "dripping". Rn reports when she opened door of homechoice device, the cassette was "wet". Noted before pt was connected to machine. No pt injury or medical intervention required per rn. Rn requested new machine.